Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Atrial episode recordings with external noise visible on atrial channel were reported. The atrial port on the associated device is plugged. No detections on rv channel. Lead remains implanted.